Manufacturer narrative:
The model number, serial number, and the date of manufacture have not been provided. The device has not been made available for evaluation at this time.

Event description:
Received writ of additional defendants, investigated and found that plaintiff claims she entered combined passenger and freight elevator straight on ground floor. She intended to go to apartment on 17th floor. Allegedly, the elevator stopped short of 17th and when she backed out the scooter tumbled and she was injured.

Manufacturer narrative:
The model number, serial number, and the date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Received writ of additional defendants, investigated and found that plaintiff claims she entered combined passenger and freight elevator straight on ground floor. She intended to go to apartment on 17th floor. Allegedly, the elevator stopped short of 17th and when she backed out the scooter tumbled and she was injured.

Manufacturer narrative:
The product was not the cause of the alleged incident.

Event description:
Received writ of additional defendants, investigated and found that plaintiff claims she entered combined passenger and freight elevator straight on ground floor. She intended to go to apartment on 17th floor. Allegedly, the elevator stopped short of 17th and when she backed out the scooter tumbled and she was injured.